Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call, the customer wakes up low in the morning and he doesn't believe the insulin pump is bolusing properly. At times the customer's blood glucose can go up about 450 mg/dl, they attempt to treat with a bolus and with a pen. The insulin pump doesn't recognize blood glucose higher than 400 mg/dl. Customer's spouse went on stating the customer had been hospitalized for high blood glucose. High started at 750 mg/dl and at the time of admissions it was 650 mg/dl. Customer had a chemo treatment that same day, started to vomit, so customer informed spouse to take her to the hospital. She was admitted for four days in the ICU. Customer's spouse is not returning the insulin pump for analysis.